Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information and corrected fields, based on the review of the results of third-party testing and the complaint investigation. Additional information fields: d8, g1, h4. Corrected fields: b3, b5. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6) 2025, and it tested positive for >100 cfus of pseudomonas aeruginosa. The device was tested again on (B)(6) 2025 and (B)(6) 2025 and had no growth findings. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information regarding test results was received from the customer: sampling from: biopsy channel. Cfu: 10 cfu. Bacterial identification: pseudomonas aeruginosa. Additionally, it was reported that the subject device has now tested negative.

Manufacturer narrative:
A supplemental report was submitted to provide additional information received from the customer regarding test results, and to provide an update to field h3.